Event description:
It was reported there was a system failure of barrel clamp not detected. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was dirty but otherwise no appearance of any physical damage. A review of the event history log (ehl) identified force sensor test error- no error which related to barrel clamp was found in ehl. During the functional testing the reported issue was able to be duplicated. The force sensor was out of calibration. The root cause of the issue was the result of normal wear/calibration drift. Performed preventative maintenance and all the functional testing.